Event description:
The manufacturer received information alleging an internal battery failure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery and detachable battery cable were replaced to address the issue.